Event description:
The handle lock for the mics flew off during case. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the handle lock for the mics flew off during case. Product evaluation and results: visual inspection: visual inspection confirmed that the pivot was broken. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per (B)(4) and case number: (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: review of the product history records indicate 25 devices were manufactured under prodex lot: k0b1c and 23 devices were accepted into final stock on 04/19/2018. Review of qt18 - 04 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k0b1c shows 02 additional complaints related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle lock for the mics flew off during case. Case type: tka.